Event description:
It was reported that during the implant procedure of the implantable pulse generator (ipg) system the patient had sudden left heart failure and despite resuscitation efforts the patient expired.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID sed01 implanted: (B)(6) 2013; product ID icq09b58 implanted: (B)(6) 2013. (B)(4).